Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual and/or functional testing was performed. As a result, it was found that the device displayed an error message with a continuous alarm during testing. The customers reported issue was confirmed. The root cause of the reported issue was found to be corruption of the printed wiring assembly (pwa) board. Actions were taken to mitigate the reported issue: pwa board was replaced.

Event description:
It was reported that the pump exhibited a system fault. No patient injury was reported.